Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a blood glucose (bg) level of 87 mg/dl. Reportedly, customer inadvertently initiated a bolus which caused them to go low. Customer was given a sandwich and juice at the ER to address bg level. Customer was released on 11/24/23 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.